Event description:
A customer contacted beckman coulter inc., (bec) reporting that about 10ml of white fluid leaked into the bottom center portion of the coulter lh 500 hematology analyzer and onto the counter. The leak appeared to be coming from around the needle cartridge area. The customer indicated the leak was discovered while running qc and did not get any results. The operator was wearing personal protective equipment (ppe), consisting of a lab coat, gloves, and glasses. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was reviewed. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment associated with this complaint.

Manufacturer narrative:
The customer found loose tubing to the needle and was able to re-attach it. Onsite service call was canceled. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to loose tubing to the needle. (B)(4).